Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter issue occurred. Data was evaluated and the allegation was confirmed as a loss of connection for over 3 hours. The probable cause for the loss of connection for over 3 hours could not be determined. The reported issue of a transmitter issue is reportable based on the finding of an unrecoverable loss of connection over 3 hours. No injury or medical intervention was reported.